Event description:
Caller tested 3.5 inr on the coaguchek xs system while a comparison lab returned as 2.65 inr. No treatment provided. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). The customer returned a vial of 24 strips containing 25 strips. It is not possible to know what the lot number of the strips are that were in the vial.

Manufacturer narrative:
The event occurred in (B)(6).